Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a sudden drop on its longevity. Boston scientific technical services (ts) discussed that possibly there was a temperature pull down in voltage. Ts suggested saving device data for longevity analysis. Ts also stated that possibly the in and out of suspension could also be a factor. Further, analysis result showed that the device had a retry in which there was a switch in the current bin which causes the decrease in longevity. To date, this device still remains in service. No adverse patient effects were reported.